Manufacturer narrative:
The device had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. However, the device passed operating currents, self-test, unexpected restart error test and displacement test . No unexpected failed battery test alarm noted during testing. The device had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a unresponsive keypad. The customer¿s blood glucose level was 25 mmol/l. Customer also reported that the insulin pump had cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.